Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power, evidenced by a blank screen, no audible tones or vibratory function. It was further reported that the alarms, time and date were all gone from the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues were not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.